Event description:
Just months after my first implant surgery in 2001 (B)(6), I had started developing immunologic disorders and diseases related to inflammation. I had a rupture of the first implants in 2005 and had new ones put in. My disease processes were not formally diagnosed and properly treated until now and I'm disabled by it as it affects my tendons and soft tissues causing failure of tendon groups over time from the inflammation. I now have psoriatic arthritis/lupus (they said it mimics both), reynauds, hypothyroidism, migraine headaches, psoriasis and multiple hospital visits for infections from an immune system that doesn't function properly after the implants. I was left without treatment for all of these years because my blood does not show normal inflammation markers. I was left crippled from years of tendons being permanently damaged from walking on them so inflamed. The rheumatologist vovelly said, "it's possible for those blood tests to be negative, let's do an ultrasound." He was right and my disease is moderately severe with every tendon group examined to have inflammation in that range. I have it in my shoulders, fingers, elbows, wrists, hips, knees, ankles, toes, neck, and muscle groups around my kidneys but most affected by my inability to walk. I also have frequent flares during the week that leave me unable to care for myself at all. I now take a chemotherapy drug methotrexate, and I may need to switch to embrel. Both can cause fatal complications. I am unable to work until I can better manage my disease. My rheumatologist suggested that the implants marked the beginning of my disease and that I may have the possibility of mild relief of some symptoms with explantation but that my disease is permanent and most of the soft tissue damage from use while inflamed over years is permanent. It ruined my life and I have yet to be able to afford explantation surgery.